Event description:
On (B)(6) 2026, it was reported that the patient faced occlusion issues. The blood glucose was high and last for four hours. The patient got treated with correction dose from pump.

Manufacturer narrative:
Name: (B)(6) country: united states of america street: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.